Manufacturer narrative:
A4 - weight: (B)(6). A4 - weight units (patient): not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported that they woke up with a high glucose level of 300 mg per dl (282 mg per dl, actually). They found that the entire tubing was disconnected from the pump. The tubing was detached above the luer lock, it was still attached at the quick release but was no longer attached to the cassette portion of the tubing. The patient did not have any symptoms besides thirst, did not check for ketones and did not require medical assistance. The patient was treated with a manual injection and changed out their infusion set. The patient was wearing their infusion set on the top of their hip. The patient's glucose level went down to 94 mg per dl. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 36 years old non-hispanic/latino white female weighing 132. The event occurred while in use with patient.